Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company with an adverse event and a product complaint, concerned a (B)(6) male patient of unknown origin. Medical history included being a diabetic for many decades. Concomitant medications were not reported. The patient began taking unknown product via humapen luxura (burgundy); type of insulin or generic name, dosage regimen, route, indication for use and start date were unknown. On unknown date, her humapen luxura burgundy (lot 0510b02; (B)(4)) had some issues while trying to push the button. On unknown date his had measured up to 40 sugar levels (as reported); this event was considered to be serious due to its medical significance. Information regarding outcome of the event and corrective treatment was not provided. The operator of the humapen luxura was the patient and his training status was unknown. The general device duration of use was unknown. The suspect device duration of use was 12 years. The device action taken with the device and its status was unknown. The reporting consumer did not provide any relatedness assessment between the event and humapen luxura. Edit 03feb2017. Case was opened to enter the medwatch device fields for device mailing. No new information

Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary a male patient reported the injection button on his humapen luxura device was hard to push down and he believed "he was not getting his full dose of insulin." He experienced increased blood glucose. Investigation of the returned device (batch 0510b02, manufactured october 2005) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient indicated the device was 12 years old; however, based on the manufacturing date of october 2005, the device could have been used for up to 11 years. The user manual states the humapen luxura device has been designed to be used for up to 6 years after first use. Additionally, the patient also stated that he has blurry vision. The user manual states the humapen luxura is not recommended for the blind or visually impaired without the assistance of a sighted individual trained to use it. There is evidence of improper use. The patient used the device beyond its approved use life and was visually impaired. It is unknown if the improper use is relevant to the event of increased blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company with an adverse event and a product complaint, concerned a (B)(6) male patient of unknown origin. Medical history included being a diabetic for many decades. Concomitant medications were not reported. The patient began taking unknown product via humapen luxura (burgundy); type of insulin or generic name, dosage regimen, route, indication for use and start date were unknown. On unknown date, her humapen luxura burgundy (lot 0510b02; (B)(4)) had some issues while trying to push the button. On unknown date his had measured up to 40 sugar levels (as reported); this event was considered to be serious due to its medical significance. Information regarding outcome of the event and corrective treatment was not provided. The operator of the humapen luxura was the patient and his training status was unknown. The general device duration of use was unknown. The suspect device duration of use was 12 years. The device was returned on 28feb2017. The reporting consumer did not provide any relatedness assessment between the event and humapen luxura. Edit 03feb2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 02mar2017: additional information received on 28feb2017 and 01mar2017 from the global product complaint database added the return date and manufactured date of the device; updated the improper use and storage to yes; and updated the narrative. Update 09apr2017: additional information received 07apr2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and malfunction from unknown to no. Corresponding fields and narrative updated accordingly.